Manufacturer narrative:
The device has not been received by the manufacturer, at this time, for evaluation. A history review of serial number (B)(4) showed no other similar product complaint(s) from this serial number.

Event description:
Per biomed: the image machine has very low quality and has quite a few blurry spots throughout the screen. It is very difficult to see the needle tip due to the poor imaging.